Event description:
As reported, two 6f/7f mynx control vascular closure devices (vcd) were deployed prior to opening. The devices showed up with partially expanded sealants and tubing already disturbed as the sealant sleeves were bent and slightly damaged on both devices. The issues were identified during initial receipt of the devices prior to being selected for a procedure. There were no reported injuries to the patient. The devices were stored per the instructions for use, the storage temperature did not exceed 25 °c, and there was no damage to the device packaging. No damage was noted to the deployment button. The devices will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.